Event description:
A malfunction with a code identified as malf 9 was reported, but there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the pump reset information to the customer and assisted in resetting the pump, which successfully resolved the issue as the malfunction code did not recur. The customer was informed to continue using the pump and to contact technical support if the malfunction reappeared, and they acknowledged and understood the instructions.